Event description:
The hospital reported that during an endoscopic vein harvesting procedure,t.w. Power supply s/n (B)(6) audible tone is sometimes not present when the device is being used. They cannot use them and assuming the unit is cauterizing when performing a vein harvest. The hospital did not report any patient effects. Warranty expired 05/02/2017. They will send out for repair.

Manufacturer narrative:
Trackwise #: (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial #: (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure,t.w. Power supply s/n (B)(4) audible tone is sometimes not present when the device is being used. They cannot use them and assuming the unit is cauterizing when performing a vein harvest. The hospital did not report any patient effects. Warranty expired 05/02/2017. They will send out for repair.